Event description:
It was reported that the patient was receiving inadequate stimulation. Additional information reported that the lead and stimulator were explanted.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, (B)(4).